Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a 80mm diameter thoracic aortic aneurysm on (B)(6) 2018. The proximal thoracic diameter was 27mm with a 50 degree angulation at the aortic arch. The eia was narrow (approximately 7 mm) in diameter. It was noted that at the distal region the landing length from sma was only 15 mm and therefore the celiac artery was occluded. A thoracoabdominal aortic replacement would have been considered the optimum treatment however considering the patient's age and physical condition endovascular stent graft treatment was deemed most suitable. An attempt was made to place the coils in the celiac artery however the catheter failed to advance therefore only tevar was performed. It was reported that on the (B)(6) 2018 the patient complained of chest pain. A CT scan was performed anda type ib and an unknown endoleak was identified. A 34mm (tx2) non-medtronic cuff was implanted proximally an an aortic (28mm excluder) extension was additionally implanted at the distal region above the sma. The endoleaks both decreased but did not completely resolve. Per the physician, the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.